Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump was unable to prime, due to cracked end cap, minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer experience a high blood glucose level of 486 mg/dl. He treated his high blood glucose level with a manual injection. The customer's mother reported that she is unable to pass the priming sequence and that there is a crack on her son's insulin pump. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.